Event description:
This is the second of two complaints for the same patient involving two separate products. Refer to MDR 8030647-2015-00012 for the first report. It was reported that during use the y-adapter broke away from the endotracheal tube and suction catheter. The adapter and suction catheter were exchanged out.

Manufacturer narrative:
(B)(4). The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned for evaluation. The closed suction catheter (csc) was received with a 5.0mm y-adapter attached at the distal end. The break was jagged, with visible stress whitening on one side of the device. The detached tip was inserted in a portion of the endotracheal tube. The bond between the tip and body of the device was intact. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).